Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Unusual amounts of liquid (silicone) in plastipak 50ml bd screw syringes, which worries ides who don't want to reconstitute products in them.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation: additional information: device evaluation updated to reflect sample evaluation as physical samples were returned. Six samples were provided to our quality team for investigation. The products were visually inspected and silicone was visible. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2401034 and were found to be within specification. The returned samples underwent the same testing and found three of the products were above specified limits. A device history review was performed for reported lot 2401034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There was two annotations noting the siliconization time was lowered in one of the silicone dispensers, indicating the silicone content may have been too high. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Based on the sample evaluation and our quality teams investigation, it was determined the excess silicone is related to manufacturing. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Unusual amounts of liquid (silicone) in plastipak 50ml bd screw syringes, which worries ides who don't want to reconstitute products in them. There was no impact on the patient. As the syringes were not used as a precaution.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. A device history review was performed for reported lot 2401034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There was two annotations noting the siliconization time was lowered in one of the silicone dispensers, indicating the silicone content may have been too high. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2401034 and were found to be within specification. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. A project has been initiated to further review our silicone process. Given we did not have a physical sample for this incident, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.